Event description:
It was reported that during device change out, low sensing was observed. Lead dislodgement was suspected. When repositioning attempts resulted in poor sensing and impedance values, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.